Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient's mother also reported insertion in the patient's arm. The device is not indicated for insertion in the arm. At the time of the call to dexcom technical support, the patients mother did not report any medical intervention or injuries.